Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal. Based on this information, there was no evidence of premature depletion.

Event description:
Related manufacturer reference number: 2017865-2023-02272. It was reported that a patient presented with premature battery depletion on their implantable cardioverter defibrillator (ICD) after only 3 years of implant. It was determined that this was a result of a high output in response to ventricular fibrillation (vf) storms and a loss of capture on the patient's left ventricular lead. The patient's ICD was explanted and replaced on (B)(6) 2022. The patient was discharged post-procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.